Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
During the implant procedure for a cardiomems sensor, the steelcore guidewire perforated the left lung which caused the patient¿s oxygen level to drop and the patient to go into cardiopulmonary arrest. The patient received CPR, several shocks for vf, was intubated, and a chest tube to the lung for a pneumothorax. The lung puncture clotted off on its own and the patient is currently stable in the ICU. The implant was aborted. Pending response from clinic for further information requested.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The sensor serial number is not available as the sensor was removed before deployment and discarded. The patient passed away "a few days" after the event. As indicated in the event summary, the death was not caused by or related to the cardiomems system. If more information is received, a new complaint will be generated, and the event will be investigated.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Additional information was received that the patient passed away shortly after the procedure. The physician reports that the cause of death was not due to or caused by the cardiomems system. Further information will not be provided by the site as the cardiomems sensor was never implanted.